Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. Additional information was received that the reason for the explant procedure was due to patients preference.

Manufacturer narrative:
Sc-1232 sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. Additional information was received that the reason for the explant procedure was due to patients preference.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.